Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter calling on behalf of the customer. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 109 and 129 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is (07/31/2019 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history : (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter calling on behalf of the customer. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 109 and 129 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is (07/31/2019 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history : (B)(6).